Manufacturer narrative:
The company is attempting to have the unit returned for investigation. Once non-destructive testing is completed, a followup report will be submitted with the results.

Event description:
The company was notified on (B)(6) 2016 of a fire that occurred on (B)(6) 2016. Allegedly, the visionaire the patient was using caught fire and caused damage to the patient's home. There were no injuries.